Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet generated repeated restart alarms culminating in alert 42 indicating a motor current sense failure; initial restarts temporarily cleared the alert and dosing continued, but the alert recurred, prevented meal announcement, and led to high glucose after breakfast. Symptoms included hyperglycemia. Outcomes included continued insulin therapy using subcutaneous insulin via pen while awaiting resolution. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.